Event description:
A medtronic representative reported that the site's camera had a crack on the larger outer ring around the lens that emits infrared light. It also has a small piece missing that exposes the light emitting diodes (leds). The camera functioned normally during onsite testing, but was returned to the manufacturer for evaluation on (B)(6) 2012 and found to be out of calibration. This event was reported outside the operating room and no patient was present.

Manufacturer narrative:
No patient present or involved in this concern. Suspect camera received by manufacturer for testing. Results are as follows: as reported, the right emitter lens is cracked and broken with a missing piece. Also, the event log has recorded a history of battery voltage moving in and out of normal range. The position sensor unit (psu) failed the accuracy assessment kit (aak) test at .83 mm. Device has physical damage and is out of calibration.